Event description:
New information received states that no intervention was performed. The patient was stable and will continue to be monitored.

Event description:
New information received states that the atrial and ventricular leads and the pacemaker conitnued to exhibit noise. No intervention was performed. The patient was stable throughout the event.

Event description:
It was reported that an asymptomatic device dependent patient presented in the clinic. It was noted that the atrial and ventricular leads and the pacemaker exhibited noise. Diagnostic testing was suggested but not yet performed. No intervention was performed. The patient was stable throughout the event.